Event description:
Since 2001 I have had my right hip replaced and/or modified four times. None of the hips are classified as metal on metal. The parts that keep the hips from acting as metal on metal have either worn out or failed. My fourth replacement was on (B)(6) 2017, due to excessive levels of metal ions in my blood system (+10x), loss of flexibility, developed allergic reaction to one of the metal components, pocket of fluid build up, and periods of feeling lethargic. The original hip replacement was on (B)(6) 2001. The natural hip ball had been slowly begun disengaging from this socket over 12 plus months. The replacement is noted as a "ceramic poly with a biomet construct". Due early wear and instability, a hip modification was done on (B)(6) 2010. The modification consisted of a head and liner exchange with option sleeve and e-poly liner. On (B)(6) 2016, due to the polyethylene liner fracturing and some metallosis, a full acetabular revision was performed. A biomet g7 revision cup was inserted with a dual mobility bearing surface and corresponding head with a 12mm neck. In (B)(6) 2017, I began noticing discomfort, swelling, a maculopapular rash, and night sweats with a metallic odor. This, along with the other conditions listed above resulted in my (B)(6) 2017 full replacement.